Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16-0x20e6. Blood glucose levels were not adversely impacted as they did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).